Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the wire separated in the pt. The pt did not go to surgery. The pt status is listed as "okay".